Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'constant/ false air in line error' which was reproduced during evaluation. A review of the event history log shows evidence of air in line errors. The cause was determined to be an out of calibration ultrasonic sensor. The upstream sensor was replaced to correct this condition. A service history review revealed the device was previously serviced for a similar issue of 'reload set error'. The cause was determined to be an out of specification ultrasonic sensor which was replaced during prior service. All required service activities were completed at that time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a constant/ false air in line error. There was no known patient injury or medical intervention associated with this event. No additional information is available.